Event description:
It was reported that the patient presented for an in-clinic follow-up. Upon review, it was discovered the right ventricular lead exhibited failure to capture and r-wave amp variation. The physician suspected twiddlers syndrome due to the lead being coiled around the device pocket. The lead was explanted and replaced. The patient was in stable condition.